Event description:
An autotome was used for therapeutic purposes. During the procedure, the cutting wire broke and was later found inside the scope, never coming in contact with the pt. There were no complications or intervention reported with this event.

Manufacturer narrative:
The device has not been returned for evaluation yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.